Manufacturer narrative:
(B)(4). An ultraflex tracheobronchial stent and delivery system was returned for analysis. Visual evaluation of the returned device found that the stent was partially deployed and the device shaft was kinked. Functional evaluation found that the device shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used to treat a malignant stricture in the bronchus during a stent placement procedure on (B)(6) 2016. According to the complainant, during the procedure, the physician began deploying the stent but the release suture became stuck and the partially deployed stent could not be deployed any further. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent.